Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is not working. The insulin drips and squirts out even after the motor stops during the manual prime process. Insulin also dripped from the act button. The blood glucose reading is 380 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.